Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure, during the procedure, it was reported that 2 balloons ruptured. No further details are known at this time.

Manufacturer narrative:
Analysis of the returned device shows that during functional analysis, it was not possible to inflate the balloon under high pressure. An inflation syringe has been used and it appears that when the pressure is about 50 psi, it fall very quickly to approximately 10 psi. During visual analysis, a crack has been discovered on the y-adaptor. This is the place where the leakage comes. The crack is near the place where the heat shrink is placed. Based on the information provided, functional and visual analysis, the most probable root cause of the leakage of the ibt is attributed to the crack of the y-adaptor that has caused a leakage from the y-adaptor.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.